Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2016 at 10 pm, he reported that he takes no medication to manage his diabetes, and it is not known if the patient made any changes to his normal diabetes regimen. The patient alleges that 20 minutes after the meter issue began, he developed symptoms of ¿nervous and sweaty¿ and in response to the symptoms he ¿had to sit down¿. During troubleshooting the csr noted the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.